Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the three cartridges noted one was received not applied, two cartridges were fully fired and a properly formed clip. Functionally; a pmv representative instrument was used for all functional testing. The cartridge was loaded into the pmv representative instrument, the firing handle was actuated and the clip formed properly onto the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when the surgeon applied a clip on the vessel the inner layer and the outer layer of the clip were separated, and neither of the layers formed properly. There was no patient injury and the current status is the patient is fine.